Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated and no tones were heard when a magnet was applied. The patient has been lost to follow up for the past 4+ years. Boston scientific technical services (ts) was consulted and suggested based on the time implanted it was likely past end of life (eol). The device was explanted and replaced with a competitor product. To date, no additional adverse patient effects have been reported.